Manufacturer narrative:
(B)(4); device was not returned for evaluation. Date of event: unknown, assumed 1st day of month that complaint was reported. The following information was requested, but unavailable: what vessel was being transected when issue occurred? Was the vessel that was being transected to one that tore? Was the surgeon familiar with the use of the device? How was the bleeding address intra-operatively? Was there an attempt to take the vessel by itself or with the bronchus? According to the hospital, what was the surgical technique that led to the event? Did the stapler not function as intended in any part of the procedure? What provisions were made to establish proximal and distal control of the vessel prior to firing?

Event description:
It was reported that during a laparoscopic lobectomy in (B)(6) 2013, the lung blood vessel tore when the device intended to be used on the blood vessel. Eventually the patient died during the operation. The amount of bleeding was unknown. The hospital commented that this event had occurred not with the device but with the surgical technique. The surgeon retired from the hospital. Besides, this hospital had not performed a respiratory surgery for a while after this incident. Although it is unknown whether this case is in contestation, a lawyer is involved in. Therefore, we are not able to get further information. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what vessel was being transected when issue occurred? No, vessel was being approached. Was the vessel that was being transected to one that tore? The vessel was torn when being approached. Was the surgeon familiar with the use of the device? No information. How was the bleeding address intra-operatively? No information. Was there an attempt to take the vessel by itself or with the bronchus? No information. According to the hospital, what was the surgical technique that led to the event? The md told us that the device was not had functional issue. Did the stapler not function as intended in any part of the procedure? No information. What provisions were made to establish proximal and distal control of the vessel prior to firing? No information.